Event description:
It was reported per call report that patient (pt) post op coronary artery bypass graft surgery, on vent, hypotensive. Hr 76, irregular paced rhythm. Sales representative (sr) phoned clinical support specialist (css) due to a poor augmentation situation on pump. Pump was in auto pilot mode and choosing weissler timing method even though there was a good arterial pressure (ap) waveform present. Css stated that as far as she was aware, pump should only choose weissler if there is no a-line present. Css suggested that central lumen pressures to radial a-line pressures be compared, attempt pumping in operator and/or attempt using radial for pump. Ap waveform was visible on pump and appears, other than dampening, to be normal; some triggering issues were noted as well. They attempted to pump in operator mode with some improvement and also were able to trigger off ap while in operator. Pump was switched back to auto pilot, pump stayed in predictive timing momentarily, then went back to weissler. Account is not comfortable pumping operator mode. Css asked that strips be faxed and in the mean time, css would call field service (fs). Css spoke with fs technician who also agreed that pump should not choose weissler with an ap waveform present and suggested there could be an issue with the front end board. Css called back and suggested that clinicians pull the pump to be checked. Pump was switched and improvement was noticed in the waveform and new pump remained in predictive timing. Reasons for poor augmentation were discussed again and in this case it appears to be an iab too small for the pt. (40cc in pt. 6'3) 2) hypovolemia post op and very low co. They were pleased with the pump's status and no other calls were received.

Manufacturer narrative:
(B)(4). Product will not be returned for evaluation.